Event description:
The clinician reports the implant was inserted (B)(6) 2018 in ada 4. Details of surgery: ridge augmentation. On (B)(6) 2020, loss of osseointegration was verified. Patient presented with bone type IV and fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain, mobility, swelling and bleeding. No further patient complications were reported.